Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify the excessive no delivery alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. He also mentioned a motor error alarm. His blood glucose level at the time of the event was 369 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised customer to attach a plunger and manually prime. He stated insulin exited easily. The insulin pump continued to alarm no delivery during priming. The customer was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.